Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500 mg/dl, and diabetic ketoacidosis. Subsequently, the customer was hospitalized. Bg was addressed via intravenous fluids and an unspecified insulin treatment. Reportedly, the customer was released 3 days later. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.